Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised frame is broken at a weld on the right side where anti tipper attaches.